Manufacturer narrative:
H.6. Investigation: customer returned a total of six unopened pen needles. Their teardrop labels show that they are all 4mm, 32 gauge pen needles from lot 0134225. Each of these pen needles were tightened into place on a test pen attached to a fixture to measure pull force removal. The force required to remove the outer cover was measured, with the results of these tests featured below: 1. 1.2 lbs, 2. 1.1 lbs, 3. 1.1 lbs, 4. 1.0 lbs, 5. 0.8 lbs, 6. 1.2 lbs. The specification for this test states that forces between 0.1 lbs and 6.0 lbs are acceptable. All outer covers were found to be within spec and functioning as intended. Additionally, the outer covers were visually inspected. All covers are semi-transparent. No problems were found in the manufacturing of these outer covers that could impact their visibility. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was unable to replicate or confirm the customer¿s indicated failure of the outer cover separating too easily. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the outer cover was loose and fell off when attaching the bd ultra fine¿ pen needle. The following information was provided by the initial reporter: "spoke with consumer who insist, "outer cover" in falling from pen needle prior to injection. Stated, when he attach the pen needle, the outer cover is loose and will come off."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the outer cover was loose and fell off when attaching the bd ultra fine¿ pen needle. The following information was provided by the initial reporter: "spoke with consumer who insist, "outer cover" in falling from pen needle prior to injection. Stated, when he attach the pen needle, the outer cover is loose and will come off."